Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Customer did not provide bg values. Reportedly, customer's elevated bg levels were due to the customer's menstrual cycle. Customer's health care professional recommended a temporary rate be set to address elevated bg levels.